Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). As per additional information received at time of device evaluation, the customer was unable to calibrate the force sensor. The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that top case was cracked on lower left corner and bottom case was broken by the battery compartment. During force sensor calibration, the reported problem could not be duplicated. The root cause of the reported issue was found to be the whole plunger assembly was molded inside. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the whole plunger assembly, plunger tube and plunge cable also replaced main board for preventive. Performed force sensor calibration which passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the customer had an unknown issue with the reported device. As per additional information received at time of device evaluation, the customer was unable to calibrate the force sensor. No patient injury was reported.